Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Customer changed pump supplies to address the issue.